Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 7:30 am with a high blood glucose level of 678 mg/dl. The customer was treated with manual injections. The customer stated that they had a rapid heart rate and felt chest pains. The customer stated that they cannot feel the vibration of the insulin pump while they sleep. The customer had issues with no delivery alarms. The customer was informed that strain on the tubing connector may cause issues with no deliveries. The customer was sent a loaner insulin pump.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, error, displacement, and basic occlusion tests. Unable to prime the pump during the prime test due to a slightly loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and a broken belt clip slot.